Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Investigation underway. See (B)(4). There was no adverse event associated with the belt malfunction.

Event description:
A us distributor contacted zoll to report that a patient had a damaged electrode belt.